Manufacturer narrative:
One processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. There is no fault found with this processor board. The available information from this report does not support that the reported malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device stated no shock was deliver, however the patient response and event strip recordings show a shock was delivered. There was no report of adverse patient impact.